Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels 333 mgdl. The customer delivered a correction bolus to address bg level. The customer reported changing the infusion set but could not recall if filled the tubing and cannula. Tandem technical support confirmed in the pump logs that the tubing and cannula was not completed. The customer completed the load process and resumed insulin delivery.